Event description:
It was reported that this right atrial (ra) lead was an attempted implant. The ra lead was initially placed and noise was observed in an external pacing system analyzer (psa). When trying to reposition the lead, the same behavior was noted. The lead exhibited low out of range pacing impedance measurement of 150-180 ohms. Multiple maneuvers were performed with the same results. It was suspected that the lead perforated the patient heart wall. Subsequently, the ra lead was removed and replaced. No additional adverse patient effects were reported.